Event description:
Two to three weeks post surgery pt presented with seroma formation, wound dehiscence occurred. Irrigated and debrided once with evacuation of material. Wound was closed without drains. Wound healed unveventfully. Cultures were negative with no evidence of infection. Outcome: healed uneventfully.